Event description:
Collection and transport swab stocked on unit contain no swabs. Cardinal health (B)(4) mod stuarts. Lot 2b01a. Expiration 2023-08-01. FDA safety report ID #(B)(4). See scanned pages.